Event description:
It was reported that the device was stuck. The target lesion was located in the severely tortuous and severely calcified distal left anterior descending artery. A 1.25mm rotalink burr was selected for use. During procedure, the wire crossed the lesion normally. However, the burr catheter was stuck and could not cross the lesion due to the severe tortuosity. The procedure was not completed due to the event. No patient complications were reported and the patient was stable. It was further reported that the burr could not cross the lesion thus the planned procedure was cancelled. The burr was removed without any intervention and that there were no issue noted on the rotawire.

Manufacturer narrative:
Device evaluated by MFR: the returned complaint device consisted of a rotablator burr catheter. The sheath, coil, burr and annulus were microscopically and visually examined. Visual examination revealed that the coil was stretched and bent at the handshake connection. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the device was stuck. The target lesion was located in the severely tortuous and severely calcified distal left anterior descending artery. A 1.25mm rotalink burr was selected for use. During procedure, the wire crossed the lesion normally. However, the burr catheter was stuck and could not cross the lesion due to the severe tortuosity. The procedure was not completed due to the event. No patient complications were reported and the patient was stable. It was further reported that the burr could not cross the lesion thus the planned procedure was cancelled. The burr was removed without any intervention and that there were no issue noted on the rotawire.

Event description:
It was reported that the device was stuck. The target lesion was located in the severely tortuous and severely calcified distal left anterior descending artery. A 1.25mm rotalink burr was selected for use. During procedure, the wire crossed the lesion normally. However, the burr catheter was stuck and could not cross the lesion due to the severe tortuosity. The procedure was not completed due to the event. No patient complications were reported and the patient was stable.